Manufacturer narrative:
H10: manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months and sixteen days post filter deployment, patient presented for filter retrieval. Attempts were made to retrieve the filter, however, unable to capture apex of filter. Despite multiple attempts, appropriate capture of filter was not possible. Eventually, twelve years and three months later, the patient presented with abdominal pain. Subsequent computed tomography revealed that filter was in good position. The filter was tilted posteriorly and to the left with its cone lying on the wall of the inferior vena cava possibly embedded within it. There are only 5 filter arms identified. The filter should have 6 arms. One of the arms was presumably fractured and migrated. The legs of the filter penetrated through the wall of the inferior vena cava into the pericaval /mesenteric fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, g4, h6 (device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The medical record allege bard recovery filter was implanted through the right femoral vein access in the infrarenal inferior vena cava for deep vein thrombosis. Approximately, three months and sixteen days later multiple attempts were made to remove the filter which were unsuccessful. Approximately, twelve years and three months later computed tomography was showed that filter was in good position. The filter was tilted posteriorly and to the left with its cone lying on the wall of the inferior vena cava possibly embedded within it. Only five arms were identified. One of the ivc filter arm was fractured and migrated. The legs of the filter penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for limb detachment and ivc wall perforation, inconclusive for filter tilt and unconfirmed for unable to retrieve filter. Per the plaintiff profile form, the patient had the filter implanted in conjunction with or before bariatric surgery. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the postoperative patient had a vena cava filter successfully deployed without incident. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilt and difficulties removing as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the plaintiff profile form, the patient had the filter implanted in conjunction with or before bariatric surgery. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement or migration of the filter is a known complication. Recovery filter removal. - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was implanted in conjunction with or before a bariatric procedure. At an unknown time post filter implant, the filter allegedly tilted and embedded in the caval wall and was unable to be retrieved during an attempted percutaneous removal procedure. There was no reported patient injury.